Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that no issues were found. A field service engineer (fse) stated that the customer mentioned as station was not turning on. However, when fse arrived, the station was on and fully functional. Fse asked the customer to inventory several medications. Customer was able to inventory medication without any issues. The system functioned as intended when the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not turning on. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.